Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported condition could not be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed (B)(4) similar and (B)(4) dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
Defective distal end. During the procedure, the distal tip of the electrode (small metal plate) broke away. No patient consequence. Use of another device to complete the procedure.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection shows that the device has signs of activation with procedural debris around the active tip and ceramic. The active tip (small metal plate) is broken at the midpoint of the tip face. The missing section has not been returned for evaluation. The shaft, handle and cable were inspected with no anomalies or signs of damage apparent. It is not clear what has caused the tip break in this manner; it may have been due to an excessive force being applied to the distal section of the tip, or could have been caused by the device being dropped but neither scenario can be proven or dismissed with the evidence presented. The remaining sections of the device successfully passed the electrical testing but functional activation tests and suction tests were not performed due to the condition of the active tip. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed three other dissimilar complaints from this lot of devices released for distribution. The complaint history was reviewed to assess the frequency of this defect over the last 12 months and our analysis shows the defect to be an isolated incident. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.